Event description:
It was reported the customer received the following results on a nano meter, compared to a professional meter, within 10 minutes: 386 mg/dl (nano meter) and 174 mg/dl (hospital's meter). Around 10:00 a.m. That morning, the patient took his normal medication of 100 units of long term lantus without testing his blood glucose level. He also did not have breakfast before taking the insulin. Around 10:30 a.m., the patient felt light-headed and his blood glucose result was either "42 mg/dl or 46 mg/dl" on his meter. He self-treated by taking 6 to 8 glucose tablets around 10:30 a.m. The patient tested his blood glucose level 5 minutes later and the result was in the "30's mg/dl range". Immediately after testing his blood glucose level, his daughter called him. However, he was incoherent and slurring his words. The patient's wife drove him to the emergency room. The patient believed he arrived at the emergency room between 11:00 a.m. And 11:30 a.m. He was in the emergency room for 4 or more hours. He stated a lot of testing was performed at the emergency room and he was admitted into the hospital around 5:00 p.m. Or 5:30 p.m. The patient tested on his meter and got a result of 386 mg/dl, whereas the hospital meter result was 174 mg/dl. The patient was released from the hospital on (B)(6) 2019. Return of the suspect device was requested for evaluation.